Manufacturer narrative:
(B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had issues with low draw. No report of injury or medical intervention. No report of blood exposure to mucous membrane.